Event description:
It was reported that multiple brake faults occurred on the patient side manipulator (psm) arm 2 during service. An intuitive surgical, inc. Representative (field service engineer) replaced the arm to resolve the issue.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for failure analysis investigation. The arm tripped a 23022 brake fault for axis-2 in the field and the psm failed the in-house brake weighted drop test for axis-2. The axis-2 brake will be replaced as a fix. The axis-1 brakes, brake gears, brake bearings, and shafts will be replaced. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during failure analysis investigation and no patient injury or adverse event occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.